Event description:
During preventive maintenance of the heart lung console, the battery life remaining indication was observed to be significantly inaccurate. There were no adverse consequences to the patient as a result of this event.

Event description:
During preventative maintenance of the heart lung console, the battery life remaining indication was observed to be significantly inaccurate. There were no adverse consequences to the patient as a result of this event.